Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported when the centrifugal drive motor was connected to the centrifugal control module, a "motor" error message appeared and an alarm was heard. This phenomenon occurred continuously; however, the rotation of the motor did not stop. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.